Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on (B)(6) 2016, and those test well images appeared visually negative.

Event description:
On (B)(6) 2016, a customer site reported unexpectedly negative compatible crossmatch tests, when tested on a galileo echo instrument for instrument validation purposes.